Event description:
It was reported that an asymptomatic patient presented via merlin.net showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not received therapy during the oversensing. No programming changes made to the device. Patient will be monitored.